Event description:
During the incoming inspection of the device, a "defib fault 108" message observed during testing. The complainant indicated that there was no patient involvement in the reported malfunction.